Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions - a femoral angiogram was not performed. Per instructions for use: under warnings - perform a femoral angiogram to verify the location of the puncture site. The device was not returned for analysis. The reported patient effect off occlusion is a known inherent risk of the procedure and the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional two proglide devices referenced are being filed under separate medwatch manufacturer report numbers.

Event description:
It was reported that suture placement was performed in left common femoral artery with two proglide devices using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The tavi was completed using a 19f sheath. The physician closed over the wire and it was not possible to achieve 100% hemostasis. A little bleeding was still visible and a third proglide device was used to achieve hemostasis. A contralateral angiogram was performed and showed no flow through the iliac artery at the access site. It is unknown what the cause for this block of blood flow. A surgeon achieved flow after cut down and closed the vessel surgically. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No femoral angiogram was taken prior to the tavi procedure. The physician is reportedly in training in the use of the proglide device and the pre-close technique. No additional information was provided.